Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The data revealed on (B)(6) 2011 showed multiple parity errors occurred with (B)(4) note. No full power on reset occurred. Recurrent parity errors may have been due to radiation therapy that the patient was receiving.

Event description:
It was reported that the device had a power on reset which caused the lead impedance trends to be invalid on a remote monitor transmission. The physician attributed the issue to radiation treatments the patient is undergoing for cancer treatment. The device was manually reset and remains in use. It was also noted that the left ventricular lead had increasing thresholds. The lead is being monitored and remains in use. No patient complications were reported as a result of this event.